Event description:
It was reported that the distal end screw on the handle is stripped. It was notice before the surgery and there was no patient involved. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign: canada. Visual examination of the returned product identified strike plate shows indentations from previous uses. Nicks, gouges, and scratches were noted to the device. Threaded tip is deformed and partially fractured. Fractured piece(s) were not returned with the device for review. No other damage was noted. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.